Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
This issue was previously reported on (B)(6) with MDR 3030677-2018-02024. The device investigation is pending.